Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as during routine follow up the physician noted a decrease in the battery longevity from seven years to two years in one year period and a power consumption of 175%. There is no information available indicating data analysis was requested for this device. Reportedly, the device's electrical parameters were stable and in range and the pacing outputs were already optimized. The patient is not pacemaker dependent and has been scheduled for device replacement on (B)(6) 2021. Additional information provided indicates the device was explanted and successfully replaced. The product is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.